Event description:
The patient experienced behavior changes for the past two days and was in the hospital. A family member of the patient described the patient was like she was "high on heroin". A physician increased the patient's dose 3 weeks ago and doubted it was related but they were trying to eliminate possible causes at this point. The pump was delivering lioresal additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: 2011-(B)(6) explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).